Event description:
Consumer called to report some readings wither her meter that were not within the 20% acceptable range. Analysis run on clark error grid using mean avg readings (251) as reference point vs. Bd readings (394, 108) yielded some data points in the c/d range of the grid, outside acceptable limits.